Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the device would not work as it would only sometimes stay on while it was being moved. No other devices were used to complete the procedure. No known impact or consequence to the patient. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Event description:
It was further reported that the event occurred before the surgery occurred. The device would work depending on how it was moved, however, only one event occurred. The surgery was completed with another device. There was no surgical delay. There was no harm/injury to the patient or operator as it occurred before surgery. The device was not new. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Review of the most recent repair record determined the unit would not start as the motor had failed; however, the repair was not completed because the repair site received no response for the quotation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.